Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Literature article entitled, ¿cementless total hip arthroplasty in the treatment of severe hip dysplasia or dislocated hips¿ by rehan gul and eric masterson, published by european journal of orthopaedic surgical traumatology (2005), vol. 15, pp. 101-104, was reviewed. The purpose of this article is to report the author¿s experience using cementless tha for the treatment of severely dysplastic or dislocated hips over a 6-year period. Twenty-six thas were performed in 19 patients between 1996 and 2002 for severe dysplasia and dislocated hips. The authors used competitor fixation, femoral, and acetabular components as well as depuy femoral components in this study. Implanted depuy products: 26 s-rom femoral stem and sleeve paired with a cocr femoral head. Results: only the results associated with the stem, sleeve, and head are captured in this complaint. The events attributed to competitor products are excluded. 1 non-union of the greater trochanter treated surgically with bone grafting. 1 postoperative dislocation treated with closed reduction and bracing for six weeks. Leg length discrepancy associated with ddh was improved in all cases. All components showed good osseointegration, with no radiologic evidence of loosening or migration, at final follow-up. There was one instance of bursitis and pain caused by a competitor fixation device that was treated with surgical removal of the device. The authors do not attribute the bursitis and pain to the depuy products. Captured in this complaint: 1 s-rom stem and sleeve: no reported products problem. 1 cocr femoral head: implant dislocation. Patient harms: joint dislocation, bone injury, surgical intervention.